Manufacturer narrative:
Analysis found that customer complaint of overheating and trouble to insert bur smoothly was confirmed. There was abnormal sound during device operation. Motor assembly and bearings were deteriorated. Pre-repair temperature test results when run for 1 minute @60000 rpm: t1 - 51.9 celsius t2. 37.3 celsius. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device generates heat. There was no known patient impact. On follow-up, it was reported that the event occurred intra-op, during a tympanoplasty procedure. There was no patient or staff impact. When the heating was noticed, the handpiece had been used for less than 1 minutes. The device was replaced by a back-up. There was no delay in the surgical procedure.